Manufacturer narrative:
Depuy spine has requested return of the device for eval. A f/u medwatch report will be submitted upon receipt of the device and completion of the eval.

Event description:
International affiliate reports, the surgeon was unable to inject cement as the delivery system did not function properly during the vertebroplasty procedure. No details have been provided regarding the type of difficulty that was experienced. However, because of the difficulty, surgery was delayed by 1 hour and 40 minutes. As the reported difficulty resulted in a delay to the surgical procedure in excess of thirty minutes, this medwatch report is being filed to document this event.